Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in an anastomosis shunt. A 5.0 x 40, 75cm mustang balloon catheter was inserted into the sheath. The physician noted that the way between the wire and the balloon catheter was not smooth and was the balloon was unable to reach the lesion despite force being applied. When an attempt was made to remove the balloon, it could not be pulled. They tried to flush with saline but the wire lumen could not be flushed. The guidewire was removed first after force was applied and the balloon catheter was then able to be removed smoothly. The procedure was completed with a non-bsc balloon and a new guide wire. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The device was placed in a 37-degree bath to soften dried saline solution and a red blood like substance that was on the device. A visual and microscopic examination of the balloon material identified no issues which may have potentially contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. The device was removed the bath and a 0.035 inch guidewire was inserted without any resistance or issues encountered. No issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in an anastomosis shunt. A 5.0 x 40, 75cm mustang balloon catheter was inserted into the sheath. The physician noted that the way between the wire and the balloon catheter was not smooth and was the balloon was unable to reach the lesion despite force being applied. When an attempt was made to remove the balloon, it could not be pulled. They tried to flush with saline but the wire lumen could not be flushed. The guidewire was removed first after force was applied and the balloon catheter was then able to be removed smoothly. The procedure was completed with a non-bsc balloon and a new guide wire. No patient complications were reported.